Manufacturer narrative:
A supplemental report is being submitted for investigation completion. This event was reported in the november 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: a pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an ischemic stroke. The healthcare provider was called to the patient¿s bedside as the patient was unable to see. The patient was lying in bed reaching for mouth swabs with an upward gaze and was unable to fix gaze on objects or accurately grab objects. Visual challenge was performed with no reaction from the patient. Pupils were reactive bilaterally. A repeat visual exam was performed with no change from the prior exam. The patient was able to move all extremities. Computerized tomography (CT) of the head revealed a left occipital lobe infarct with hypodensity indicating there had been insult/stroke that was greater in duration than the from the report of vision loss to obtaining that stat head CT. Computed tomography angiography (cta) showed no large vessel occlusion amenable to mechanical thrombectomy. The patient was not a candidate for thrombolysis due to anticoagulation. Two days later, the patient had a new onset severe headache and an episode of large emesis. CT showed a hemorrhagic transformation of a left occipital infarct with a new left sided subdural hematoma measuring approximately 1 cm and 7mm of midline shift. The patient was withdrawn from vad support and subsequently died. Cause of death was hemorrhagic stroke. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.